Event description:
Customer reported via phone call that she experienced high blood glucose. Customer's blood glucose was 548 mg/dl; she treated with manual injection. Last infusion set change was on (B)(6) 2015. During troubleshoot; it was stated the drive support cap is recessed. Insulin did not exit the tubing with manual prime. The tubing had no air bubbles and no insulin leak was found but the cannula was bent when the customer removed it. Customer changed the entire infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.